Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via trial that post procedure, the patient developed multi-organ failure and passed away. Medications were given for treatment unsuccessfully. No additional event or patient information is available.

Manufacturer narrative:
The second xience v coronary stent system indicated in b5 and d11 is being filed under the same MFR number. The first unk xience v stent was previously reported under MFR# 2024168-2008-01510. A follow-up report has been filed under the same MFR# with the corrected part and lot number information for the device. Results and conclusion summation-death, as listed in the xience v IFU is a known adverse event associated with coronary stenting. Death is not necessarily an indication of a product quality issue and in this case, there was no report of any device malfunction at the time of implant. However, a conclusive root cause for the reported patient effect, and the relationship to the device, if any, cannot be determined.